Event description:
New information received noted a new ra lp was implanted on (B)(6) 2024. Patient status was unknown.

Event description:
It was reported that a patient presented to clinic on 14 nov 2024 feeling "unwell." The patient stated that they had been feeling unspecified symptoms since their watchman procedure in (B)(6) 2024. The clinic reprogrammed the device to dddr mode to assess the right atrial (ra) leadless pacemaker's (lp) sensing. Clinic staff were unable to maintain telemetry with the device, even though the electrocardiogram (ECG) markers were indicating communication. Various troubleshooting steps were unsuccessfully attempted, including moving the electrodes, re-patching the patient, changing rooms, and switching out programmers and aveir links. Patient requested to return home and was told to present to the emergency room if they felt unwell. On 18 nov 2024, more troubleshooting was attempted and telemetry was successful. However, the ra lp ECG markers were not aligning correctly based on the patient's presenting rhythm. Device was also failing to capture and sensing was showing right ventricular (rv) morphology. An additional telemetry issue was seen but was successfully addressed. A chest x-ray revealed that the ra lp had dislodged into the rv. No additional intervention took place yet and patient was stable throughout the event.